Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in australia. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that before surgery the device was unable to feed the board with skin on through the machine. There was no patient impact reported. Due diligence is complete as no additional information is available.